Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Patient # 9 of 2. Report from (B)(6): this a "general" notification and not about a particular patient. Since july 2015 I have recorded 33 patients (5 events previously reported) who have had problems with the blue or white lumen of their hickman line. The lumens have either been ballooning or rupturing. Which can then place the patients at risk of developing an air embolism, infection and an interruption in their treatment. Patients then have to wait until they can have another intra vascular device inserted. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) initially, we thought this was a training issue with staff and therefore did lots of education on the wards.